Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus delivery attempt. The customer's blood glucose was 133 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners noted during our visual inspection.